Event description:
Doctor had a pt present himself (8 months post-op) with swelling around the area where the forehead devices were implanted. Doctor described the areas as 1.5 cm in diameter and 1 cm in height.

Manufacturer narrative:
Swelling can occur with the implantation of the endotine forehead device. If any further action is taken by the physician, a follow up medwatch will be submitted to the FDA.